Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
It was reported that the patient's ipg migrated and was causing discomfort for the patient. As a result, the ipg was repositioned on (B)(6) 2021 addressing the issue.